Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) of the navigation system was replaced to restore functionality. The navigation system then passed a system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that there was an intermittent history of the illuminator current being low during a check of the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available on the date of filing. No 510k provided as this device is not released for distribution in the united states. Other relevant device(s) are: psu kit, 9735339r, spectra rwk rohs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure the camera did not recognize instruments. The passive probe and the passive frame were not recognized. The active probe was recognized. The procedure was completed using the magnetic type without further issue. There was no delay and no reported impact on patient outcome.